Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump received stuck button alarm. Blood glucose was unknown. Troubleshooting was performed. Customer stated they did not press a button down for 3 minutes or longer. Customer also reported that when replacing battery screen was blank and battery cap connector was loosed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.